Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the bearings and gears were worn out creating vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device stopped rotating. During in-house engineering evaluation, it was determined that the device failed pretest for vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.